Event description:
The customer reported that on (B)(6) 2012 higher than expected calcium arsenazo (calcium) results with no instrument generated flags were generated on an au5400 clinical chemistry analyzer for twenty two normal study patients. The initial calcium results were reported outside the laboratory however there were no reports of death, serious injury or modification to patient treatment associated with this event. Beckman coulter inc. Assessment of customer supplied patient data indicated that the questioned initial calcium results were repeated on another instrument. Seven of the questioned results possessed original and repeat calcium results were within the reference range. Fourteen of fifteen remaining results which were initially above the analyte's normal reference range repeated within the reference range. In all cases the repeat calcium results were lower, considered valid and corrected reports were issued. Other patient results were provided by the customer however were not questioned as part of this event. The samples were serum samples collected in serum separator tubes. The calcium arsenazo reagent lot associated with this event was 1927.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2012 in relation to this event. The field service engineer made minor adjustments to instrument alignments and replaced the reagent probe. A carry over assessment was not performed as part of service. This issue is currently under investigation by beckman coulter inc. Customer concern that reagent carry over was the cause of the erroneous results was assessed and could not be confirmed as a cause of this event. The cause of this event is currently unknown.